Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements as well as a fault code indicating an open lead condition. The right ventricular (rv) lead was explanted. The ICD remained implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.